Event description:
It was reported that the lead end cap connector block rotated while using the set screw. It was noted that the end cap had to be cut off and 2 new leads were opened ¿just for the end cap.¿ it was noted that the ¿customer wanted them replaced.¿ it was further noted that both end caps were replaced. No patient injury was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0753z, implanted: (B)(4) 2013, product type lead. ¿potential lead damage associated with the dbs lead cap¿ (B)(6) 2013.